Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed due to infection. It was noted the infection resulted in the loss of a testicle. The patient was later implanted with a new device. No additional patient complications were reported.